Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had damage. The customer¿s blood glucose level was 460 mg/dl at the time of incident and treated with manual injection and current blood glucose level was 232 mg/dl. The customer assisted with troubleshooting for insulin pump damage. Customer states that the ring the holds the reservoir in place broke off, usually when this happens it was not pushing the insulin properly, so customer had to keep twisting the reservoir down to get the insulin delivered. Customer states the reservoir able to lock in place when inserted into insulin pump but it unlooses overtime. Customer states the loose reservoir had led to high blood glucose. Customer states the insulin pump fell when in the shower and this led to the belt clip to break. The customer declined troubleshooting for high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The correct blood glucose was from 460 mg/dl to 406 mg/dl.